Event description:
A site representative, nurse, reported a stripped screw on their spine referencing clamp. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot # provided. Mfg date provided. Suspect clamp returned and evaluated: as reported, the adjustment screw threads have been stripped in the middle of the travel. The retainer ring on the tip of the adjustment screw has also been stretched allowing the clamp face to move slightly. A replacement clamp was sent to the site for issue resolution.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Two replacement open spine clamps were shipped to site on (B)(4) 2014. Part not returned to manufacturer for analysis.